Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the w-led.

Manufacturer narrative:
The device was evaluated by olympus and it was determined the lamp failed to ignite and an e105 error was generated. To resolve the problem, it was necessary to replace the led unit and harnesses. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The olympus device, model cv-170, was returned to olympus for processing and inspection. Upon inspection and testing of the unit, it was determined an "e105" error was generated and the lamp would not light. This report is submitted for the malfunction of failure of the lamp to light. As this was found during in-house service, there was no patient involvement.